Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions. " this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-08434 / -08435).

Event description:
It was reported that the patient underwent a right total hip arthroplasty on (B)(6) 2003. Subsequently, the patient was revised on (B)(6) 2014 due to dislocation. The liner, head and locking ring were removed and replaced.